Event description:
Unable to confirm consistent atrial capture on current egm. I see a ventricular response to the atrial pace but unable to confidently say its capturing with the morphology. Device appears to be undersensing on atrial lead. Also device appears to be possibly oversensing on ventricular lead see marker channels in vhr episode. Reference report mw5120756. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).